Manufacturer narrative:
Date of event: event date is approximate. Concomitant medical products: product ID: 3889-33, lot#: va1d03b, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 30-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was in a motor vehicle accident and it was determined that the lead was bent, so it was replaced. The patient also reported a loss of therapy. No further complications were reported.